Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while loading a cartridge, the pump skipped the cartridge detection step and went straight to the load fill. The customer stopped the process and started again. The loading process was completed. The customer declined tandem technical support's offer to troubleshoot. The customer's blood glucose (bg) level was 127 mg/dl.